Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that while placing the implant having placed the driver into the mount, the driver tip fractured without applying excessive torque. Procedure was completed with another driver tip.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
After device evaluation was performed on mar 06, 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141-2020-00140 submitted on jan 21, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.